Event description:
On (B)(6) 2025, the user experienced high blood glucose (bg) after a supply change, with a highest blood glucose (bg) of 318 mg/dl. The issue was traced to a slightly bent cannula on an inset 23" 6 mm infusion set. A full supply change was completed, and corrective insulin was delivered, bringing blood glucose (bg) down to 293 mg/dl by the end of the call. Blood glucose (bg) was corrected with a supply change. The user's reported symptom during the event was mild dizziness. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.